Event description:
Pt is in medical center due to a "misfiring" of their implanted morphine pump. As a result of this misfiring, pt now has liver failure, lethal ammonia levels in their blood and is intubated. Pt is in ICU in critical condition.